Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested, however to date a no response has been received: please obtain preventive medication type, dosage. Specify any other surgical or medical treatment? Name of diagnostic tests? Date performed? Results? To date the device has not been received. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2019 and topical skin adhesive was used. During wound closure the doctor cracked the vial of adhesive and a piece of glass from the vial pierced the double pair of gloves of the doctor. The cut was washed and surgeon was put on preventive medications. The lot is unknown. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information received: please obtain preventive medication type, dosage ¿ tested and everything negative, no further action can you provide photos? No photos how was the surgeon treated? No treatment current condition of the patient? Fine any device to return for evaluation? No, device is discarded